Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 351-90-21 - 3.5 pin pouch (B)(6). 351-90-20 - tubercle pin pouch (B)(6). 350-31-03 - tibial plate mb sz 3 lt (B)(6). 350-01-02e - talus - left - sz 2 - EU (B)(6). 351-90-22 - 2.5 pin pouch (B)(6). 351-90-24 - talar trial screw pouch (B)(6).

Event description:
As reported, approximately 3 months post initial left total knee arthroplasty (tka) and 1 week following revision, the patient underwent a second revision due to infection at which time the liner was exchanged. The event was unrelated to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event. Please refer to report 1038671-2024-05066 for first revision.

Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxin test reports was performed for the ankle liner. The sterile lot was accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. Due to the limited time between revision surgeries, this second reported event is likely a continuation of the infection reported in the first case.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.